Event description:
The customer reports "the bipolar instrument (non valleylab) activated without anyone touching the footpedal. They could not get the machine to stop activating until they unplugged it from the wall socket, subsequently causing a burn to the pt's bowel that required resection. The bipolar cord, made by olympus, was plugged into the two small holes on left of the machine in the bipolar plug." The generator and the footswitch will be returned for evaluation.